Event description:
Event involved the use of a storz, ?slx_f2? Lithotripsy bed. In the ungated mode, there is no way for the anesthesiologist to terminate treatment directly, if an arrhythmia occurs. This is not that unusual, and simply requires treatment change to a gated mode. With this bed, however, one needs to rely upon some-else to stop treatment. I know of no other situation in the operating room where the anesthesiologist needs to use some other person to instigate treatment, when this instigation needs to be done immediately. With our prior bed, one simply disconnected a lead, and treatment stopped.